Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Possible lot number: 13689845 manufactured date 01jun2023, expiration date 01jun2028.

Event description:
The event involved a chemolock¿ port where the customer reported a leak. The customer added that one pump made on (B)(6) 2023 showed this leak. They were forced to destroy these. They don¿t know what lot number was used then. Currently they have lot 13689845. Sample photos provided showing the product with a product label showing, fluorouracil (5 fu) 3550 mg and glucose 5% 45 ml medication. There was unknown patient involvement and unknown patient harm noted.